Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) pacing impedance was high (around 1500 ohms) at the time of device changeout. It was noted, prior to device changeout, when the competitor rv lead was connected to the competitor device, the pacing impedance was greater than 3000 ohms. The physician elected to keep the competitor rv lead in service following device changeout, however, because the pacing impedance was considered to be in range (around 1500 ohms) when connected to this implantable cardioverter defibrillator (ICD). Since the device changeout, the rv pacing impedance has gradually increased from around 1500 ohms to greater than 3000 ohms, and the pacing threshold increased from 2.4 v to 3.2 v. A x-ray was performed, which confirmed a good connection between this ICD and competitor rv lead. There was no noise observed on the stored episodes. The shock impedance is stable and in range. The patient is less than 1 percent paced in the rv. The patient has no stored tachycardia therapy events. Technical services discussed troubleshooting and programming options. At this time, the physician is electing to keep the competitor rv lead implanted ¿with this ICD, and monitor the patient more closely. The representative plans to test with isometrics, and the physician plans to test thresholds on a regular basis in the office to confirm capture. No adverse patient effects were reported.